Event description:
It was reported by service report that the scale display was not working. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty scale display assembly.